Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that if you are sitting in the chair the back upholstery on the left side is coming away from the chair.